Event description:
The pt was revised because of loosening of the cup. Update (B)(6) 2010 - litigation pending. Lawsuit mentions rejection of the implant due to metal particles.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.